Event description:
It was reported that the patient had a loss of therapeutic effect and had some frequency last night. The patient¿s machine or patient programmer was not working and they were not being able to adjust stimulation. The patient went to use their programmer this morning and it wouldn¿t let them turn it up. The patient synced and the upper left corner was blank. The patient turned stimulation on and was now saw the lightning bolt. The patient hit the plus button and was able to increase. The patient did not know if they accidentally turned the implantable neurostimulator (ins) off by pressing programmer buttons. The patient turned stimulation to program 4 at 2.3v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0lcyd, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).